Event description:
The report received from the affiliate indicated that when the physician deployed the 8x12mm smart control stent, unexpected jumping occurred. Therefore, the doctor used another unknown stent to cover the sfa lesion and the procedure was finished successfully. The additional stent was placed distal to the first stent in an overlapping fashion. There was no patient injury reported. The physician is an experienced user of smart stent. He had used smart stent many times and fully understands the mechanism of the device. The target lesion was the superficial femoral artery (sfa). The target lesion vessel diameter was about 8mm and the length was about 120mm. No additional target lesion characteristics are available. He used the device accordingly to the guideline. There was no problem until he tried to deploy the stent. The product was stored, inspected, handled, and prepped according to the IFU guidelines. There was nothing unusual about the stent delivery system prior to use. The sds did not have to pass through any acute bends. An ipsilateral approach was used to delivery the sds. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. The tantalum markers were observed to open symmetrically. There was no difficulty crossing the previously deployed stent.

Manufacturer narrative:
Complaint conclusion: during the deployment of an 8 x 120mm smart control stent, the stent unexpectedly jumped. The procedure was completed with the placement of another stent to cover the lesion with no reported patient injury. The event involved the treatment of a target lesion in the patient¿s superficial femoral artery (sfa) that was described as ¿about 8mm¿ in diameter and ¿about 120mm¿ in length. The procedure was completed via an ipsilateral approach. The stent delivery system (sds) had been stored, inspected, handled and prepped according to the instructions for use (IFU). There was nothing unusual about the sds prior to use. The sds did not have to pass through any acute bends and there was no difficulty experienced while advancing and/or tracking the device to the target lesion. The sds did not have to pass through a previously placed stent. No unusual force was used at any time during the procedure and no difficulty or resistance experienced while crossing the lesion. The sds was advanced past the lesion and then withdrawn into its¿ intended location. The smart control locking pin was in place during advancement and prior to the stent deployment. The user held the handle of the sds straight outside the patient as instructed in the IFU. When deploying the stent, the physician noted unexpected jumping of the stent. The tantalum markers opened symmetrically and the stent fully expanded with good wall apposition. The physician deployed another unknown stent distal to the first stent in an overlapping fashion. There was no reported patient injury. The physician reported that he has used smart stents many times and fully understands the mechanism of the device. When initially returned for analysis, the product was received with a stent inside the plastic bag. Attempts to clarify whether the stent had been deployed inside the patient were unsuccessful. One non-sterile smart 120/150, vascular - 8x12 was received coiled inside in plastic bag. The unit was totally deployed. The hemostasis valve was received opened. Several kinks/bents were observed along the wire lumen (distal section); however, these might have occurred due to the packaging conditions (coiled inside of a plastic bag) during its transportation for analysis. The stent was received deployed inside of a small plastic bag, blood traces were observed on it. No other anomalies could be observed. Although the unit was received deployed, functional test (inner member deployment /retraction process) was performed without any difficulty. Review of the manufacturing records for this lot revealed that it met specification prior to release. The failure ¿stent delivery system - deployment difficulty-inaccurate placement (peripheral)" reported by the customer was not confirmed; since the unit came deployed and no anomalies were found during functional analysis. The cause of the event experienced by customer could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. It is difficult to draw a clinical conclusion between the device and the event based on the information available. The reported ¿stent deliver system (sds) ¿ deployment difficulty-inaccurate placement¿ could not be confirmed since the deployed unit was received with a stent. The exact cause of the event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Updated complaint conclusion: during the deployment of an 8 x 120mm smart stent, the stent unexpectedly jumped. The stent was retrieved and the procedure was completed with the placement of another stent. There was no reported patient injury. The event involved the treatment of a target lesion in the patient¿s superficial femoral artery (sfa) that was described as ¿about 8mm¿ in diameter and ¿about 120mm¿ in length. The procedure was completed via an ipsilateral approach. The stent delivery system (sds) had been stored, inspected, handled and prepped according to the instructions for use (IFU). There was nothing unusual about the sds prior to use. The sds did not have to pass through any acute bends and there was no difficulty experienced while advancing and/or tracking the device to the target lesion. The sds did not have to pass through a previously placed stent. No unusual force was used at any time during the procedure and no difficulty or resistance experienced while crossing the lesion. The sds was advanced past the lesion and then withdrawn into its¿ intended location. The user held the handle of the sds straight outside the patient as instructed in the IFU. When deploying the stent, the physician noted unexpected jumping of the stent. The stent was retrieved using an unknown method and the target lesion was treated with another unknown stent with no reported patient injury. The physician reported that he has used smart stents many times and fully understands the mechanism of the device. One non-sterile smart 120/150, vascular - 8x12 was received coiled inside in plastic bag. The unit was totally deployed. The hemostasis valve was received opened. Several kinks/bents were observed along the wire lumen (distal section); however, these might have occurred due to the packaging conditions (coiled inside of a plastic bag) during its transportation for analysis. The stent was received deployed inside of a small plastic bag, blood traces were observed on it. No other anomalies could be observed. Although the unit was received deployed, functional test (inner member deployment /retraction process) was performed without any difficulty. Review of the manufacturing records for this lot revealed that it met specification prior to release. The failure ¿stent delivery system - deployment difficulty-inaccurate placement (peripheral)" reported by the customer was not confirmed; since the unit came deployed and no anomalies were found during functional analysis. The cause of the event experienced by customer could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. It is difficult to draw a clinical conclusion between the device and the event based on the information available. The reported ¿stent deliver system (sds) ¿ deployment difficulty-inaccurate placement¿ could not be confirmed since the deployed unit was received with a stent. The exact cause of the event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore, no corrective actions will be taken. Please note the brand name and previously reported incident description was incorrectly provided as smart control, however, the device is a smart stent.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. (B)(4). This device is not available for testing and evaluation. As the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.